Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the admin set is connected, the cadd solis vip immediately gives a low-pressure alarm and prefilling is not possible. The incident occurred immediately during use and was observed by a healthcare professional at the patient's home. Multiple attempts at venting have been made. The error always occurs during the pre-filling process using the pump.

Manufacturer narrative:
H2: device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. There were no damages or anomalies observed. In order to replicate clinical use, the administration set tubing was spiked into a 250 ml saline bag. The administration sets tubing was installed onto a hpca infusion pump, and pump priming was performed per the instructions for use (IFU). Six administration sets were unable to be primed, and no fluid was observed to be flowing during priming. For one of the administration sets, a vacuum was pulled using a 20 ml syringe on the spike. Then the same administration sets were pumped primed as per IFU. No alarms were observed and the admin set tubing was primed without issue. To determine the location of the occlusion, the administration sets was severed section by section, starting with the anti-siphon valve at the end of the tubing. The priming operation was continuously run until flow was observed in the tubing while determining the location. All the administration sets tubing after the cassette was severed observed priming difficulty. Then, the tubing inlet right before the cassette was severed. The remaining spike and tubing remained on the IV bag, but there was still no flow despite gravity priming. The manufacturer representative confirmed function of upstream occlusion alarm of the pump by blocking the cassette tubing inlet with the thumb. Under magnification, when looking down spike, a star shaped occlusion was noticed. The tubing below the spike was severed, and a partial occlusion was observed. This was repeated for the other remaining administration sets. An occlusion was observed at the anti-siphon valve (asv) tubing. Other administration sets were occluded due to the green latch on the cassette pressing too firmly on the tubing. One administration set had the cause of the occlusion cleared due to leak testing it with a syringe. And the last administration set cause of the occlusion could not be determined. The cause of the customer reported issue was inconsistent solvent application at the tubing junctions for the spike and asv occlusions. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.